Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via a bolus due to miscalculating the amount of carbohydrates consumed. The customer's blood glucose (bg) level was 45 mg/dl resulting in fainting and convulsions. The customer required assistance, the pump was removed to address bg level, and was subsequently hospitalized. No additional patient or event information was available.

Manufacturer narrative:
B3, h6 (remove: 4607).

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.